Event description:
It was reported that the customer was hospitalized due to the ketones and high blood glucose of 471mg/dl. Troubleshooting was performed, and the displacement test passed. The programming, time, and date were correct. Reviewed the alarm history and the motor error alarm was confirmed. Ran a fixed prime test and the insulin exited. Performed the high pressure test and the test failed twice. Advised the caller that the insulin pump will be replaced and to revert to back up plan. No further info was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was unable to prime during the prime test and alarmed motor error during the basic occlusion test as a result of faulty force sensor. However, the device passed the displacement test. Further testing could not be performed due to the prime/fill anomaly.